Event description:
Reporter noted corneal burn during "groove", used sutures to close. Pt prognosis is unknown at this time. Nurse noted fluid leaking from either bottle or cassette. Did not hear any occlusion alarm.